Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). This occurred before use in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "error 322" was not reproduced. A review of the event history log revealed "system error 322" message. Evaluation used the f380 to verify that the lower link switch and the lower latch switch isn't engaging with the door closing. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was the lower auxiliary. The lower auxiliary required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.